Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was being used during a ureteroscopy with stent placement. According to the complainant, during the procedure, blue coating from the wire came off and was in the patient's bladder. The physician flushed the bladder several times and thinks he got it all, but felt that any that was left would pass naturally. The procedure was successfully completed with this device. The patient was reported to be "fine" at the conclusion of the procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental medwatch will be filed. (B) (4).